Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during a routine check discovered by customer the cs100 intra-aortic balloon pump (iabp) displayed maintenance required code 5 error. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and determined that main board or datasets needed to be replaced. While replacing dataset fse found that lcd display is not coming properly. Fse stated that further testing can only be done after replacing lcd display. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.